Manufacturer narrative:
Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v503604, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# v503604, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had not used the device in the past year as her frequency issue had improved due to some herb medicine therapy she was taking. It was noted that the patient had a nerve problem in her left thigh and her neurologist wanted to MRI her spine and her thigh. Additional information received from the hcp reported that the patient had a lack of efficacy and experienced pain at the ipg site. The entire system was explanted. It was reported that the patient had a non-serious injury / illness and did not require hospitalization.